Manufacturer narrative:
(B)(4). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl needle knife was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2019. According to the complainant, during the procedure, the physician had difficulty cannulating so he decided to use the microknife xl needle knife to cut the papilla; however, the cutting wire broke off inside the patient. The detached needle was successfully retrieved. It is unknown what device was used to retrieve the detached needle. The procedure was completed with a second microknife xl needle knife. There were no reported patient complications as a result of this event.